Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 700mg/dl. The customer experienced muscle cramps, nausea, excessive thirst, excessive urination, and ketones. Troubleshooting was performed. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. Instructed the customer to change the entire infusion set and reservoir. The customer mentioned that the blood glucose meter was not reading correctly. No further information was provided.